Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specs. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test. Device was inspected and no crack on reservoir tube found.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had unexpected battery power loss alarm. Customer's blood glucose level was unknown. Customer stated that insulin pump had cosmetic damage. Customer reported that battery life was diminished and chipping from the top of reservoir chamber. The insulin pump will not be returned for analysis.